Manufacturer narrative:
12 - intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations observed that a grip cable was broken at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the wrist. Other cables at the wrist were not damaged. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Based on the information provided, this complaint is being reported due to the following conclusions: three wire pieces fell into the patient and the fragments were retrieved laparoscopically during the same procedure. The reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the wires were exposed, and three wire pieces of a mega needle driver instrument broke and fell into the patient and were removed. 06/10/2015, intuitive surgical, inc. (Isi) contacted the initial reporter and verified that the broken pieces were retrieved laparoscopically. No x-ray was performed as the surgeon retrieved all broken fragments. In addition, the initial reporter indicated that no patient harm, adverse outcome or injury was reported.